Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis on unknown date. Blood glucose reading was unknown. The customer stated that insulin pump was not delivering insulin properly. Customer was experienced nausea, vomiting, abdominal pain and difficulty in breathing. The reservoir will not be returned for analysis.